Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was unable to charge. They experienced poor telemetry or no telemetry with charging. The patient had the reposition antenna screen since (B)(6) 2015. The recharger antenna was damaged. The patient was sent a new recharging antenna because troubleshooting was already performed. After receiving the new recharger antenna, the patient was still getting the reposition antenna screen. The patient was able to connect the patient programmer with her implant, but her implanted battery was depleted. The patient was no longer feeling stimulation since she was not able to recharge. A few days later, the patient was not able to connect with the implantable neurostimulator (ins) with the recharger even though the recharger was new. The patient last felt stimulation on (B)(6) 2016 and was last able to charge on (B)(6) 2016. The patient was not able to connect to the ins with the programmer either. The patient did have a couple of falls; one in (B)(6) 2015 and another on (B)(6) 2016. The falls happened about the same time she noticed the change in therapy. No out of box failure occurred. It was further reported that the patient received the replacement recharger and when interrogating the ins received ¿device incompatible¿ message. The patient received an older recharger. The patient was able to recharge normally with the manufacturing representative¿s recharger. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.